Manufacturer narrative:
According to the facility on 10/11/2024 "the adapter tip is breaking off of the syringe and the plunger is off center and comes out". Per the facility the was no patient involvement and therefore no serious injury or medical intervention required. No additional information is available at this time. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the facility on 10/11/2024 "the adapter tip is breaking off of the syringe and the plunger is off center and comes out".